Event description:
According to the reporter, during a procedure after the third firing, the blade was difficult to retract and jaws were locked on the stomach tissue. To resolve the issue, the power stapler was replaced by a manual stapler; resection and re-stapling were performed. Additionally, the patient needed to be readmitted 3 days later due to bleeding in the intestinal loop, then the patient was discharged from the intensive care unit (ICU) the same day. It was noted that the patient was then in stable clinical condition.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot number: unknown) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial number: (B)(6) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure after the third firing, the blade was difficult to retract and jaws were locked on the stomach tissue. To resolve the issue, the power stapler was replaced by a manual stapler; resection and re-stapling were performed. Additionally, the patient needed to be readmitted 3 days later due to bleeding in the intestinal loop, then the patient was discharged from the intensive care unit (ICU) the same day. It was noted that the patient was then in stable clinical condition.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that an assembled signia handle, clamshell, and adapter were visible. The handle screen was showing the remove reload screen. Functional testing found that whether the instrument became locked on tissue or that the knife blade was difficult to retract could not be established from the returned image. It was reported that the instrument was locked on tissue and the knife blade was difficult to retract. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.